Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set came apart between the tubing and the drip chamber. This occurred during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. During visual inspection, the chamber was observed to be separated from the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.